Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient developed lung cancer, nasal /sore throat irritation or soreness related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged the reported event of lung cancer was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information.  The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on sep 06, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the patient developed lung cancer, cough, nasal /sore throat irritation or soreness related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged the reported event of lung cancer was reviewd by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed a dark, unknown dust contaminant on the rear enclosure. An unknown dust contaminant was present on the bottom enclosure. A hair-like particle was observed on the o-ring of the rear panel. An unknown dust contaminant was observed on the blower and blower seal. Keratin-like contamination was observed around the blower output seal. Evidence of sound abatement foam degradation residue in the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was a evidence of sound abatement foam degradation and was unable to address the patient's symptoms.